Event description:
It was reported that "stapler was used on an obese patient during surgery. Staples did not hold tissue. The stapler involved in this incident was discarded, but according to the operating theatre, this is a regular occurrence with obese patients and is not related to the batch number". Associated mdrs, 1 for the current event, and 1 for regular occurrences: 3003898360-2025-00817. Additional information received on november 04, 2025, indicated that "as the other incidents were not reported to us progressively, we cannot give any further details."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature.